Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that, after the patient died, the device was unable to analyze the ECG signal.

Manufacturer narrative:
This report is based on information provided by authorized service provider (asp) and has been investigated by the philips complaint handling team. Additional information received from good faith effort indicated the device was used to certify patient death (the customer prints a straight line chart of the ECG waveform after the patient dies and appends it to the patient's report). The device was evaluated onsite by an authorized service provider. The reported issue could not be replicated. No device logs or patient event files were provided to philips for review. The device remains at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was not found. The reported problem was not confirmed. It has been concluded that no further action is required at this time.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that, after the patient died, the device was unable to analyze the ECG signal.